Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on an unknown date. The cause of death was unknown. The caller did not state if the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. The pump had been left at the emergency room. It is unknown if the customer was using sensors. The caller did not state if they would return the insulin pump for analysis.